Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause of the reported issue cannot be determined with the information provided. The lot numbers of the femoral are unk; review of their manufacturing records is therefore not possible. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain.